Manufacturer narrative:
A follow-up report shall be submitted upon the completion of the eval.

Event description:
The report states that the stent lumen was flushed and put through a 6 fr sheath, and it was tight going through the hemostatic valve. The stent became dislodged after turning over the aortic arch.

Manufacturer narrative:
Engineering analysis, engineering eval: the actual product was not returned, therefore the balloon surface could not be inspected to ensure the crimped stent impressions were on the surface of the balloon nor the crimped stent diameter could be measured to ensure the diameter of the crimped stent was of the same diameter of historical crimped stent diameters of the same product codes. As the device was not returned, this cannot be confirmed. A full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all 59 quality inspection samples passed this final inspection. Based on the details of the reported event, and the successful lot qualification testing, atrium can find no fault with the device lot in question.

Manufacturer narrative:
This submission is solely to match the user facility report to our previously submitted report for this event.

Event description:
Stent became dislodged in sheath, not crimped on fully; tight through the sheath.

Manufacturer narrative:
Engineering analysis: the 6mm x 22mm device was returned; however, the introducer sheath used in the case was not returned. The stent had been dislodged from the folded balloon. The stent was in good condition with no signs of damage. The stent diameter was measured using calipers. The diameter of the stent was 2.1mm. This diameter is indicative of a properly crimped stent. The diameter measurements were taken in the center of the stent as the distal end of the stent was slightly flared from traveling over the distal balloon cone. The catheter systems balloon was inspected to verify that the product was properly crimped during mfg. When the device was examined the cramp marks were clearly visible which indicates that the stent was properly crimped onto the balloon. During the atrium medical quality inspection (B)(4) crimped stent devices from this lot of catheters were passed through a 6fr introducer sheath prior to stent deployment without any issues regarding the inability of the device to pass through the introducer sheath or stents dislodged while advancing.